Event description:
Per baxter¿s home patient representative, a home patient reported ten cassettes in which the patient line leaked. No additional information was provided. No patient injury was reported at the time of the initial report.

Manufacturer narrative:
Multiple attempts have been made to obtain additional and determine sample availability. Should a sample become available, a follow-up report will be submitted